Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that after a procedure, fluoro calibration was successfully performed by the imaging system, but rad calibration was unsuccessful. Rad calibration kept failing after multiple attempts. Also, abnormal sound (slithering-like sound) was heard only while the 3d images were taken (i.e., when high voltage was being discharged). The battery voltage on the generator side was found considerably low with 390v in total. After about 10 minutes, it further decreased to 368v. Also, the x-ray battery indicator (the remaining battery level) showed zero. There was no patient present when this issue was identified. Onsite investigation discovered that the battery tray batteries did not hold charge and caused this event. Replacement of the batteries resolved the issue. Analysis of the returned batteries confirmed the electrical failure as they did not hold sufficient charge during testing. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that after a procedure, fluoro calibration was successfully performed by the imaging system, but rad calibration was unsuccessful. Rad calibration kept failing after multiple attempts. Also, abnormal sound (slithering-like sound) was heard only while the 3d images were taken (i.e., when high voltage was being discharged). The battery voltage on the generator side was found considerably low with 390v in total. After about 10 minutes, it further decreased to 368v. Also, the x-ray battery indicator (the remaining battery level) showed zero. There was no patient present when this issue was identified.